Event description:
It was reported that during an orology procedure, there was an error message telling to replace device. The or team found later that the tip was broken and it was out of the patient¿s body.  The device passed the pre-test, activated, cut and coagulated.  The device worked for half of the operation, but then stopped due to the error.  There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.